Event description:
It was reported during the replacement of a pump due to "normal longevity" they were only able to aspirate 0.4 cc from the cap (catheter access port). It was also noted the "existing catheter/pump connection" broke so they cut 11cm from the existing catheter and got good cerebrospinal fluid (csf) flow. A new sutureless connector (sc connector) and 24cm of catheter were connected to the existing catheter. It was further reported the patient was not experiencing any symptoms. They were able to aspirate slowly, but tip of old catheter broke upon disconnect. The proximal segment was noted to be the location of the issue. The proximal tip segment was replaced. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID 8703w, serial# (B)(4), implanted: (B)(6) 1995, product type: catheter; product ID 8703w, serial# (B)(4), implanted: (B)(6) 1995, product type: catheter. (B)(4).